Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the clinical evaluation was able to confirm the reported type 3b endoleak, a strut fracture of the bifurcated stent and a type 1a endoleak. There was also evidence to support an observed intraoperative stent migration, use of coils to repair a type 1a endoleak and dissection of the left common femoral artery. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, the intraoperative stent migration, stenosis, calcification at the bifurcation and pre-existing stenosis/disease. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two suprarenal aortic extensions, and an infrarenal aortic extension on (B)(6) 2013. Upon routine follow up, computed tomography (CT) showed a type 3b endoleak at the bifurcation as well as a potential type 1a endoleak. The physician elected to reline the initial stents and implanted a non-endologix device to seal the endoleak. The patient is stable.